Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007: the patient presented with lumbar spondylolisthesis, l5-s1. Pars defect l5-s1. Severe lumbar instability, l5-s1. Left lower extremity radiculopathy. Bilateral lower extremity weakness. The patient underwent the following procedures: l5-s1 decompression with mcgrill type wide laminectomies for decompression of dura and neural elements secondary to lumbar spondylolisthesis and a pars defect. Lumbar discectomy at l5-s1 with excision of free disc fragment. Transforaminal inter-body fusion using inter-body cage device, l5-s1. Posterior spinal pedicle screw instrumentation using pedicle screw instrumentation , l5-s1. Posterolateral fusion, l5-s1. Mechanical reduction of spondylolisthesis with use of specialized pedicle screw instrumentation. No patient complications were reported. On (B)(6) 2008: the patient underwent MRI of lumbar spine. Impression: post-op changes of l5-s1. Grade I anterolisthesis l5-s1. Mild right sided foraminal stenosis l5-s1. 3. No central canal stenosis of the lumbar spine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2007 it was reported that the patient was admitted to the facility where the patient underwent spine fusion surgery using rhbmp2 on the lumbar region of spine from vertebrae l5-s1. The rhbmp-2 collagen sponge was placed outside the cage. Post-op, patient reportedly had "progressively worsening lower back, buttock, and leg pain." Severe pain led to a revision surgery on (B)(6) 2008.